Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with an unspecified remedial treatment. The cause of the peritonitis was unknown. The patient was still recovering at the time of the event. It was not reported if pd therapy was ongoing. No additional information is available